Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed.

Event description:
During the patient call, the autopulse platform (sn (B)(6) ) was unable to retract the lifeband and displayed a user advisory 34 (communication fault with position encoder) error message. The platform battery was reinstalled and the device was powered on normally. The lifeband (lot# unknown) was pulled up and placed on the patient, however, when the platform initiated the retraction, the lifeband snapped. The patient's status information was requested but the customer did not provide a response.

Event description:
During the patient call, the autopulse platform (sn (B)(6)) would not tighten the lifeband and displayed a user advisory 34 (communication fault with position encoder) error message. The platform battery was reinstalled and the device was powered on normally. The lifeband (lot# 180813) was pulled up and placed on the patient, however, when the platform initiated the compression, the lifeband snapped. The patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed user advisory 34 (communication fault with position encoder) error message was not confirmed in the archive data and not confirmed during functional testing. No device malfunction was observed during the testing, and the autopulse platform functioned as intended. The customer's reported complaint that the lifeband had snapped was confirmed based on the visual inspection of the lifeband. Upon visual inspection, observed that the stitches on one side of the band were missing, and as a result, the band got detached. The autopulse platform passed the preliminary functional testing without fault or error. The load cell characterization test confirmed both load cell modules are functioning within the specification. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Additional information lifeband lot#, b5.